Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the catheter was inserted into the patient on (B)(6) 2025, and when it was removed from the patient, it was found to be fractured. The installed catheter was removed due to fracture on (B)(6) 2025, days before the patient's death. There was no need for medical or surgical intervention due to the catheter fracture. Catheter was used for chemotherapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr dual lumen powerpicc sv catheter and a customer-provided photograph of what appeared to be the same sample. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Note that the customer-provided photograph provided no additional relevant information regarding this event. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr dual lumen powerpicc sv catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 06/27/2025: date of admission: (B)(6) 2025. Date of discharge: (B)(6) 2025. Diagnosis: lymphoma. Complications during admission: hematoma. Date and time: (B)(6) 2205 ¿ 1:00 p.m. Catheter problems: 1 ¿ occlusion; infection data: 3 ¿ blood discharge: 10%; uses: closed; dressing: 3 ¿ chg; characteristics: 1- clean; observations: partial occlusion, red lumen with bicarbonate seal. Purple lumen with slow entry and exit. Date and time: (B)(6) 2025: catheter problems: 1 ¿ occlusion; infection data: 0 ¿ none; uses: closed ¿ 7 ¿ sampling; dressing: 2 - gauze; characteristics: 1- clean; observations: white lumen with resistance to entry, red lumen with good outflow. Date and time: (B)(6) 2025. Catheter problems: 0 - none; infection data: 0 ¿ none ¿ residual blood; uses: closed; dressing: 2 - gauze; characteristics: 1- clean; observations: lumens with good entry and slow exit. Date and time: (B)(6) 2025 - 8:00. Catheter problems: infection data: 0 - none; uses: closed; dressing: 3 - chg; characteristics: 1- clean; observations: resistance to entry with good outflow, red permeable lumen. Date and time: (B)(6) 2025. Catheter problems: 0 - none; infection data: 0 - none; uses: closed; dressing: 3 - chg; characteristics: 1- clean; observations: purple with good entry and exit. White lumen with slow exit and good entry.